Event description:
The patient had a new onset seizure disorder and was hospitalized extensively and treated for seizures. The patient needed to have her device system removed so she could have a magnetic resonance imaging (MRI) scan. Computerized tomography (CT) scans were negative, but her neurologist felt the need to perfom both an MRI and mra to evaluate for an anatomical cause. The patient had the device system removed. The lead was excised, hooked and removed with gentle traction. It was removed intact. The patient was taken from the operating room in stable condition. The plan was to replace the device once the patient through with scanning and treatment.

Manufacturer narrative:
(B) (4).